Event description:
It was reported that a spectrum pump wireless module had fluid intrusion. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of fluid intrusion. Eval found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was returned from service.